Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found signs of dust contamination throughout device air path. The manufacturer visually inspected the device internally and found dust contamination throughout device enclosure. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Operational testing showed the base unit provided airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation in the base unit, but presence of dust/dirt contamination in the enclosure and airpath was observed and is inconsistent with being from an external source.